Manufacturer narrative:
(B)(4). Recall: 1627487-12192011-003-r, 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-02734. It was reported the patient has never received pain relief from the stimulation therapy. The patient stopped charging and using the system over two years ago. Surgical intervention may be taken to address the issue.

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-02734. Follow up information identified the patient underwent surgical intervention where her entire scs system was explanted.